Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-sep-07 arjo was notified about a complaint involving enterprise 5000x bed. Following the information reported during on-side technical inspection of the arjo medical bed, it was noted that the radius arm (head side) detached from bed's frame due to the gap between sub frame and retainer clip. At the time the detachment occurred there was a patient lying on the bed. There were no further consequences resulting from identifying this discrepancy. Neither injury nor other medical consequences occurred. The simulations test and post market surveillance data analysis performed, allowed us to establish three possible root causes of radius arm detachment and these are: abuse/mechanical damage, lack of c-clip securing the frames connection or transport damage impacting the bed's frame. Further investigation was carried out to identify these hypotheses. Upon bed evaluation conducted by arjo technician it was confirmed that although the malfunction occurred the c-clip securing radius arm was still in place. There was no excessive bent visible in the middle section of the bed, no signs of misuse noted. To inspect the device further arjo engineers visited the facility. The radius arm from foot end of the bed was still attached to the frame, the gap between c-clip and radius arm (foot side) was measured, it was equal to 4.68mm therefore meeting acceptance criteria. Additionally the distance between frame pins (from rim to rim) was checked, it was about 455mm, hence not up to manufacturer's specification. There were no major damages of a paint observed on this bed. No measurements were made with regards to head end radius arm due to its detachment. With regards to these results, the exact cause of the reported malfunction could not be established. The enterprise 5000x bed (serial number: p0459791) manufactured on oct 18th, 2017 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found. Additionally the pre use quality check (qc) was performed before the bed was released to use at customer site. There was no deficiency found. It is also worth noting that the enterprise 5000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment. The radius arm detached from bed's frame and from that perspective, the enterprise 5000x bed did not meet its manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus) (B)(4). We (arjo) are still in process of gathering additional information. The conclusion will be provided upon the completion of the manufacturer's investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 2018-sep-07 arjo bacame aware of the malfunction involving enterprise 5000x bed. Following the information provided, the radius arm detached from subframe. Patient was on the bed when the failure occurred. There was no injury sustained.